Manufacturer narrative:
Concomitant medical product: suspect medical device references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(4), ubd: 02-nov-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, after annular contact but prior to 80% deployment, the cardiac output dislodged the valve aortic and into the sinuses. The inflow of the valve caused a dissection on the non-coronary cusp (ncc) aspect of the aortic root. The dissection was uncovered after the valve was fully recaptured and a 2nd deployment attempt was made. On the second deployment attempt, the valve was deployed to the 4th node and an aortic root angiogram was performed to assess the depth. During the aortic root angiogram, the dissection was observed. The valve was recaptured again and pulled back into the ascending aorta without complication. A transthoracic echocardiogram (tte) probe was placed to assess the dissection and the impact on the aorta and coronary arteries. The dissection was confirmed to only involved the ncc. A transesophageal echocardiogram (tee) probe was inserted and the dissection was noted to have progressed to involve the ascending aorta up to approximately 40 millimeter (mm) above the annulus. The procedure was aborted and the patient was transferred to the intensive care unit (ICU) with blood pressure control and close surveillance. While in the ICU, the patient presented with right sided facial droop and beganevaluation for stroke due to embolic material being released from the ncc aortic root dissection. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that no treatment was performed for the dissection. The stroke was confirmed with one hour in the post procedure recovery unit via neuro assessment. Right sided facial droop and the inability to verbally respond to questions was the result of the stroke. Heparin and aspirin + plavix were medication that was provided for the stroke. It was reported that the aortic root dissection caused when the valve was pushed up into the sinuses by the cardiac output contributed to the stroke. The patient had a small left ventricle cavity due to severe left ventricular hypertrophy cardiomyopathy and an ejection fraction of 70%. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.